Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient encountered a fluid leak from the connection between the apd luer lock connector and the baxter solution bag during an unknown phase of pd treatment. It is unknown at which point in therapy the leak may have begun. The source of the leak is a loose connection between apd connector and baxter solution bag. There was no fluid leak observed within the cycler. Upon follow up, the patient reported that treatment was completed with cycler. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The connector used during the event was discarded. The patient believes that the issue is not caused by the apd connector, instead the issue lies with the baxter solution bag because the plastic teeth on the connector are too small.